Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that she came off the pump due to a keypad issue and while on a back-up plan for insulin delivery, she experienced elevated blood glucose (bg) over 500mg/dl with blurred vision and drowsiness. The patient did not specify how she treated the bg excursion. The patient stated that all keypad buttons were overly responsive as well as under-responsive at times, and that the issue was causing under-delivery of insulin. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while on a back-up plan for insulin delivery associated with a pump malfunction that resulted in the patient coming off the pump.